Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
It was reported that when the clinicians were using this om2 cable while monitoring a patient, inaccurate readings were noted. The type of inaccurate reading is unknown. The clinicians were present during the monitoring and realized that the readings were inaccurate. There was no harm to the patient. The suspect om2 cable was replaced and the problem was solved.

Manufacturer narrative:
One om2 cable was received for product evaluation. The examination revealed that when the cable was tested, that it passed the invitro/invivo calibration test. There were no inaccurate readings that were observed. The cable passed with normal readings. However, if the cable was touched or moved, then there was an ¿om temperature¿ error message that was received. The root cause of the error message received is an intermittent connection on the unit. This is due to the lack of strength of the cable. The open wire failure is a known defect and an investigation has been generated to address the corrective and preventive action. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. The complaint was not confirmed during evaluation; however, an intermittent connection issue was found. Corrective and preventive action has been generated to address this issue. There is a design change in process to manufacture a more robust cable. No further action will be taken at this time.